Event description:
The event is reported as: the customer alleges that the device would pop off the ventilator circuit which was under pressure at test. No report of a patient injury.

Manufacturer narrative:
Patient identifier - product usage when alleged defect occurred is unknown. The user facility ((B)(6)) indicates that she did not know who to call to obtain any further information. No physical assessment was conducted because no actual complaint sample or representative sample was returned for investigation. The DHR (device history record) review could not be conducted due to no lot number provided. In current manufacturing procedure, 100% leak testing is done during assembly process and 100% visual inspection is conducted at packing area whereby all these products are being inspected and tested again for leakage. Thus, any improper assembled products noticed during any of these processes will be culled out and would not be released for shipment. Based on the investigation conducted, most likely the issue reported may be due to mishandling or improper assembly of the product. However, without the actual device sample being returned for investigation, the actual root cause could not be determined for the reported issue. The customer complaint could not be confirmed.